Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device follow-up, loss of capture was observed. The previous september, chronically low pacing impedance was observed. The device was reprogrammed. The lv lead was unable to be paced suggesting the onset of lead fracture. The lv lead was programmed off. The patient was stable. During follow-up several months later, loss of capture was observed upon device interrogation. The device was reprogrammed. The patient was asymptomatic to the loss of lv pacing previously and as a result of the programming changes. The patient was stable.

Manufacturer narrative:
Correction: this report should not have been reported as a medical device report (MDR) as this product is not sold or distributed in us.